Manufacturer narrative:
A ge service rep performed an on site investigation. The filmer drive, control board, and the power supply were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It is reported the system displayed a communication failure and shut down. This resulted in a loss of imaging functionality. This could result in a procedural delay. There is no report of injury or death associated with this event.